Event description:
It was reported per field service report: symptom - pump had drain failure alarms and fiber optics did not work. Pump was on patient. Additional information received on (B)(6) 2013 from the field service representative stated the pump was removed and replaced with a datascope unit successfully. The patient outcome is fine. The parts were replaced as part of the pm process. No parts are being returned. Findings/action taken: could not duplicate symptoms. Performed preventative maintenance (pm), replaced software with 2.24 level. Replaced battery and fiberoptix sensor (fos) connector and missing cord wrap. The pump is back in service.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.